Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. Son is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of excessive thirst. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a back to back blood test was performed by the customer and produced test results of 310mg/dl non-fasting using meter. The test strip lot manufacturer's expiration date is 10/16/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = f, corrected data = t) corrected sections as of 06-may-2020: g: corrected date received by manufacturer sections with additional information as of 06-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. Son is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of excessive thirst. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a back to back blood test was performed by the customer and produced test results of 310mg/dl non-fasting using meter. The test strip lot manufacturer's expiration date is 10/16/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. Son is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of excessive thirst. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a back to back blood test was performed by the customer and produced test results of 310mg/dl non-fasting using meter. The test strip lot manufacturer's expiration date is 10/16/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 06-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.